Event description:
It was reported that the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens, but the lens turned around in the injector and flipped upon insertion. The lens unfolded upside down in the pt's eye. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. Another micl 13.2 lens was implanted. The reporter stated the reason why the lens was inserted upside down was due to the lens not being loaded correctly.

Manufacturer narrative:
H6 - method (other): lens work order search. Results (other): a lens work order search was performed and one similar complaint was found.